Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software. Instructions were provided for using the new pump and returning the malfunctioning one.